Manufacturer narrative:
(B)(4). It was reported that a patient underwent a bilateral primary inguinal hernia repair on (B)(6) 2010 and mesh was used. Two months following the procedure, the patient was having her menses and experienced suprapubic stabbing pains. No recurrence could be palpated during a clinical examination. Since the patient's aches were related to her hormonal cyclus, the patient was evaluated by an obstetrician and gynecologist, who were unable to provide an explanation. An ultrasound revealed a possible recurrent hernia on the left side though it could not be felt clinically. The patient did not undergo reoperation. The physician stated that he thinks the patient should get a CT scan of the abdomen done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral primary inguinal hernia repair on (B)(6) 2010 and mesh was used. The patient experienced a recurrent hernia which was diagnosed in (B)(6) 2010 and underwent reoperation on an unspecified date. The mesh was not removed during the reoperation.